Event description:
In dec. 2004, while wearing the sound processor, the pt had no sound percept. External equipment was exchanged. However, the pt experienced intermittency. The pt was seen at the center for evaluation. However, device testing was not performed. In 2005, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was no longer functioning. The surgeon decided that the pt's device should remain implanted. Surgery was scheduled to implant the pt's contralateral side.